Event description:
It was reported by service report that the foot end of the stretcher would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release rod.